Manufacturer narrative:
Investigation is ongoing.

Event description:
Pre-deco found valve struts protruding through sheath puncture - approx. 3"from strain relief. As reported by the filed clinical specialist, during the initial insertion of the delivery system, the struts of the valve nearly perforated the seam of the sheath due to the angle the sheath was being held. This action was corrected by keeping the sheath straighter and a second valve and delivery system was delivered successfully. Patient had significant coronary artery disease and following valve deployment became ischemic with st elevation and decreased pressure. Chest compressions was begun while placing the patient on bypass. Stenting of the lad and rca was performed; however, there was no lv movement and the patient was declared deceased due to cardiopulmonary arrest. There was no injury to the access vessel. There was insertion difficulty, and when the field clinical specialist saw the angle that the physician had the sheath, he recommended the removal of the device. There was no full perforation of the valve through the sheath, only that it was pressed up against the sheath. He confirmed he has the device for return. Pre-deco found valve struts protruding through sheath puncture - approx. 3"from strain relief. The delivery system withdrawn through sheath. The delivery system was advanced through sheath, and the sheath expanded as designed, tip opened as designed. Stretching on hdpe where puncture is located, no scratches observed on sheath. The two struts flared out on inflow, and no visual abnormalities on outflow. The valve was deployed by engineering. The valve was distorted and canted, the leaflets were dehydrated and wrinkled (returned condition), with exposed struts (normal).

Manufacturer narrative:
After additional review, correction to the impact code is needed. No additional correction is needed.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood the valve was returned to edwards lifesciences for evaluation crimped on the delivery system and inserted partially through the esheath. The returned device was visually inspected for any abnormalities. One (1) strut punctured through the sheath liner and sheath shaft, approximately 3'' from sheath strain relief. Two (2) struts bent outward at the inflow side. All struts exposed through skirt, normal after crimping and use. Post expansion of the valve showed the frame deformed/canted. All remained struts exposed through skirt, normal after crimping and use. Leaflets dehydrated and wrinkled, likely due to storage condition (prolong crimping) during the return handling process. Flex tip gouges were seen. Imagery was provided by the site and revealed the patient's access vessel (left subclavian) had presence of tortuosity. No functional testing or dimensional testing was able to be performed due to device return condition (frame distorted/canted). The complaint is confirmed through visual inspection. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra-. Content was reviewed and these mitigations remain applicable to the manufacturing of the related work order. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in the pra. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The complaint was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during the initial insertion of the delivery system, the struts of the valve nearly perforated the seam of the sheath due to the angle the sheath was being held''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per 3mensio, the patient's access vessel had presence of tortuosity. The presence of tortuosity and steep insertion angle can create challenging pathway during delivery system advancement, leading to resistance. It is possible that the valve strut caught on the sheath during the delivery system advancement. In such condition, attempts to manipulate the device to overcome the resistance as indicated by the flex tip gouges can damage the valve (bent strut) and sheath. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (steep insertion angle/ excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.